Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that they received an erroneous result for one patient sample tested for chol2 cholesterol gen.2 (chol) on a cobas integra 400 plus (i400+). For this patient sample, data was also provided for the ldl_c ldl-cholesterol plus 2nd generation (ldl) test, but it could not be clarified if another provided ldl result was from this same sample or a different sample. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample had an initial chol value of 415.78 mg/dl accompanied by a data flag. The sample was repeated, resulting with a chol value of 272.62 mg/dl accompanied by a data flag. An additional chol repeat value of 272.02 mg/dl was also provided. It was asked, but it is not known if the 272.02 mg/dl value was an approximation of the 272.62 mg/dl value or if it was an additional value. The patient sample had an ldl result of 320.11 mg/dl accompanied by a data flag. An additional ldl value of 176.95 mg/dl was also provided. It was asked, but it is not known if the 176.95 mg/dl value was from the same complained patient sample or if it was from a different sample. No adverse events were alleged to have occurred with the patient. The chol reagent lot number was 26208301, with an expiration date of 31-mar-2018. The lot number and expiration date of the ldl reagent was asked for, but not provided.

Manufacturer narrative:
No issues with calibration were observed. The investigation was unable to find a definitive root cause.